Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: reused strip (that is still wet) test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call; condition has improved in relation to diabetes but mother states his condition has worsened in relation to his liver. Customer was hospitalized again on (B)(6) 2017 with a diagnosis of cirrosis in the liver. At the hospital the blood glucose was 431 mg/dl fasting. Customer does not have symptoms of hyperglycemia or hypoglycemia.

Event description:
Consumer reported complaint for e-3 and hyperglycemia. Carmen, mother, is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is undisclosed. The customer report hyperglycemia discovered during medical attention which was diagnosed on (B)(6) 2017. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date and open vial date are undisclosed. The meter memory was not reviewed for previous test result history. Details on call from customer on (B)(6) 2017: date of hospitalization: (B)(6) 2017 - present (admitted with reading of 500mg/dl). Details on medical intervention: customer was given insulin and mother states his abdomen is being drained due to the problem he has with his liver. Diagnostics from medical facility: hyperglycemia. Additional blood tests performed with the alleged defective device: yes, mother states meter read 280mg/dl (B)(6) 2017 7:00 am.